Manufacturer narrative:
A visual examination under magnification of the returned ribloc low profile guide assembly was performed. The returned ribloc was confirmed to have batch number 583844. The assembly consisted of seven parts. One of these parts, the adjustment screw had a noticeable fracture along its head. This fracture also affected the adjustment screw pin which was also fractured. These fractured pieces were not returned. Since the fracture occurred at the head of the adjuster screw, it is quite possible that too much force was applied to the ribloc, either by over tightening the screw, applying too much torque with a large drill speed, or improper surgical technique. No definitive conclusion can be made.

Event description:
It was reported by the sales representative(sr), who was present for the case, that a small piece of the compression screw on the low profile guide was missing during the re-stocking of the equipment the following morning after the case. The sr reported that a small fragment of the guide was left in the patient. The procedure was completed as normal, the surgeon did not have to go back in to remove any fragment. There was no other adverse effects reported about the patient.